Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, and off no power tests. No unexpected external ram crc or unexpected restart alarms were noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed several alarms, one of which indicated an unexpected restart, and the other indicated a signal that was too low. The customer did not know the blood glucose reading. The unexpected restart alarm recurred during normal device use, and the customer was advised that the insulin pump be replaced. The insulin pump passed the self test during troubleshooting. He stated that he would monitor the insulin pump while using it until he received the replacement. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.